Event description:
The patient was implanted with a herniamesh t-sling cal-ts10 lot. 0194 on (B)(6) 2005many years later the patient has suffered urinary stress incontinence, urinary tract infections, painful intercourse, need to wear protection every day, pushing on bladder, vaginal discharge, and odor. No further information has been provided